Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to the power of imh-20 device was not turned on. The device was not returned, however, based off the customers feedback below, the complaint is confirmed. The customer stated 'it turned out the imh-20 was not turned on, therefore no image. The imh-20 is the one device, on the cart, which doesn¿t turn on, when the cart¿s main power switch is activated, and that¿s what everyone got confused about'. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center did not have an image. There were no reports of patient harm.